Event description:
Caller indicated the relion prime meter was giving low readings caller said that on (B)(6) 2013 around 5pm, right before lunch, he took a reading with the new prime meter he purchased and he got a reading of 132. He thought that was not accurate and took another reading with his other meter and he got a reading of 416. He then took two more readings on the prime and got 122 and 95 and that's when he knew the meter was not working because the readings were too low. Requesting refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.